Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported the patient received inappropriate high voltage therapy and atp. The physician reviewed the strips and confirmed the arrhythmia was supraventricular tachycardia. Tech services discussed changing the zone configuration cutoffs. The ventricular tachycardia rate cutoff was increased and the device functioned normally. The device remains implanted.